Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 07/01/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9 additional information: d4, h4 - the actual device batch number associated with this event is not known. The possible batch number ais reported as follows: batch ramllq mfg date: 1/26/2021, exp date: 12/31/2025 a manufacturing record evaluation was performed for the possible finished device lot #, and no non-conformances were identified. Investigation summary ==> according to the information received, the needle came off suture. A failed suture needle was submitted for fractographic evaluation. The component was identified as product code y427h. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Macroscopic plastic deformation observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records could not be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Investigation summary ==> according to the information received, the needle came off suture. The product was returned to ethicon inc for evaluation. Ethicon inc conducted a visual inspection of the sample returned. Visual analysis of the returned product revealed that one opened sample product code y427 was received for evaluation. Upon visual inspection of the returned sample, the swage and attachment area were noted to as expected and the needle still was attached to suture. Upon visual inspection, the suture was to be damaged at the surface, in addition the end was observed broken. After further evaluation crimping marks were observed on the surface suture possibly from a surgical instrument. The product code y427 contains absorbable suture, as the sample was received open, the time of exposed to the environment could not be determined and functional test cannot be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did the needle pull off occurred during use on the patient or upon handling/dispensing before use on the patient? What tissue was being approximated or sutured when it pulled off? Were there any patients consequences? Could you please provide the lot number? Was the procedure completed successfully and how? Procedure name and date? Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle came off suture. There were no adverse patient consequences reported. No other information was available.